Event description:
Patient called to report that their meter read inaccurately high. Pt was not feeling well and had symptoms of feeling shaky. Patient tested on their meter and obtained a 480 something (exact reading unknown). Patient then took their medication for diabetes. Pt then compared their meter to an accucheck and freestyle meter and obtained 43mg/dl and 47mg/dl (invalid comparison). Strips and control solution were open less than 3 months. The test strip did not pass control solution and patient only did control test once. Per owner's manual it mentions that if control falls out of range to repeat the test. The test strips were in good condition. Because strips failed the control test customer service sent patient a new vial of test strips. Medical affairs is reporting this case, because patient had symptoms of low and treated self for low. Patient tested on their lifescan meter and obtained a high blood glucose and then when they tested on two different non lifescan meter's they obtained low readings. Also reporting this case, because strips fell out of range with the control solution.